Event description:
Patient came in for follow-up. Has had several ICD shocks. Interrogation of the device demonstrated the shocks were delivered all due to noise artifact detected in the ventricular lead. Also the impedance of the lead has increased since previous visit. Findings are consistent with fracture of the lead. Patient had a medtronic concerto c154dwk. At this time, the physician does not feel there was a problem with this device. According to the physician's operative report, he changed from a biventricular ICD to a biventricular pacemaker due to the patient's current state. The fractured lead was capped and left in the patient. Per the physician, "subsequent electrophysiologic analysis revealed the lead was totally fractured." The physician also documents that the "existing right ventricular lead was model 6944-58 medtronic implanted 3.5 years ago. This lead was inspected under fluoroscopic examination and there was no obvious disruption of the lead. There was perhaps a point of distress where there was a small kink at the proximal aspect of the first ICD coil (svc-superior vena cava-coil); however, there was no obvious eruption at the end station or of the body of the lead."======================manufacturer response for right ventricular (rv) lead, (brand not provided) (per site reporter).======================manufacturer is aware of issue (ongoing recall alert on this issue). Pacemaker was explanted and being submitted to manufacturer for evaluation. Fractured lead is still implanted. Manufacturer's sale rep has been in contact with patient.